Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. It was believed that the existing pocket site was superficial. The patient underwent a revision wherein the ipg was replaced per physician¿s preference. The patient was doing well postoperatively.